Event description:
A bayer radiology rep reported the following a (B)(6) year old male pt suffered an alleged air injection while undergoing a CT scan of the prostate to rule out cancer of the prostate. Following the CT scan, the pt felt dizzy, disoriented and confused. Approx 50 ml of air was visualized on the CT images. The pt was admitted to the hospital and placed under observation. A f/u CT scan was performed the next day and no presence of air was noted by the radiologist. The pt was later discharged from the hospital. No further treatment was reported.

Manufacturer narrative:
The system service checkout of the stellant d injector on (B)(6) 2014 found the system was performing to spec. The disposables from the reported incident were discarded by the site and therefore, unavailable for return and eval. Bayer syringes (sds-ctp-spk, lot #169185) were used at the time of the alleged incident. Retain samples were tested from bayer syringe, lot number 169185. The retain sample performed to spec. The tubing used during this reported incident was manufactured by a third party ((B)(4) hospital specialties ltd). The site continued to use the injector after the reported event - no further issues were reported. The customer declined add'l applications training at this time.